Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using a proglide device after a percutaneous coronary intervention procedure with a small-bore sheath. Reportedly, there was difficulty inserting the proglide device. After performing all the steps, a suture break occurred during knot advancement. A new proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
A visual inspection and functional testing were performed on the returned device. The reported difficulty to insert could not be replicated in a testing environment as it was based on operational circumstances. The reported suture break was observed as a needle to cuff miss. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information a definitive cause for the reported difficulty to insert could not be determined. Factors that contribute to difficult to insert, include, but not limited to, patient artery/anatomy variables, aggressive manipulation during insertion. In this case, it is likely that an interaction with patient anatomy or inability to maintain position/stability of the device during deployment contributed to the noted needle to cuff miss. A review of the incident information and analysis of the returned product determined the observations noted during return device analysis are consistent with a suture retrieval issue as a needle to cuff miss was noted which was likely reported as a suture detachment. In this case, it is likely that an interaction with patient anatomy or inability to maintain position/stability of the device during deployment contributed to the noted needle to cuff miss. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.